Event description:
Patient was implanted on the left side and was treated for infection & inflammatory reaction by a joint endoprosthesis. Further patient underwent revision due to periprosthetic infection and persistent secretion. Lot# were received in the additional information.

Manufacturer narrative:
D11 - medical devices. Liner standard 3.5 mm offset 36 mm i.d. For use with 66 mm o.d. Shell. Catalog#: 00630506636; lot#: 61593601. Shell porous with cluster holes 66 mm. Catalog#: 00620206622; lot#: 07886831. Therapy date: (B)(6) 2013. Additional information which was received on feb 14, 2020. Additionals: b5, d2, d4, d11, h3, h4. Corrections: b4, g4, g7, h10. The manufacturer received revision reports for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical devices: liner standard 3.5 mm offset 36 mm i.d. For use with 66 mm o.d. Shell;part#00630506636 lot#unknown, shell porous with cluster holes 66 mm; part#00620206622; lot#unknown, therapy date: (B)(6) 2013. Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and was treated for infection & inflammatory reaction by a joint endoprosthesis. Further patient underwent revision due to periprosthetic infection and persistent secretion.

Event description:
No event update.

Manufacturer narrative:
DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Part specific investigation: less than 3 similar investigated events within the last 1 month and less than 6 similar investigated events within the last 6 months prior to the event date have been found for these item numbers. Result: issue evaluation request is not required. Lot specific investigation: less than 3 similar investigated events for the same lot numbers have been found. Result: issue evaluation request is not required. Review of event description: it was reported that the patient was implanted on the left hip side with a revitan stem, biolox delta head, tm modular cup and trilogy longevity inlay on the (B)(6) 2013 and underwent surgical intervention on the (B)(6) 2013 and a revision surgery on the (B)(6) 2013 due to periprosthetic infection. Review of received data: surgical report received dated 9th january 2013, whereby zimmer biomet devices were implanted. Indication for this surgery is infection and inflammatory reaction due to an endoprosthesis. Patient has been diagnosed with traumatic myositis ossificans in the pelvic reagion and in the thigh. Patient has a history of revision surgery due to mrse (methicillin-resistant staphylococcus aureus). Patient also has a history of heterotopic ossification. Debridement was additionally carried out during the surgery as well as the placement of antibiotic carriers at the proximal femur. Re-implantation of a cementless hip endoprosthesis with existing nickel allergy. Patient was informed of the significant risk of re-infection by the surgeon. The patient regardless of this wanted a re-implantation of an endoprosthesis. During implantation of the revitan proximal part, the distal stem subsided. The medullary cavity had to be reworked and a new distal stem was implanted. The proximal femur was coated with vancomycin-enriched bone cement due to the history of mrse. Surgical report dated (B)(6) 2013 received. Indication for surgery is septic arthritis. Patient had fever, tachycardia and a change in skin color coupled with cold sweat and a localized swelling prior to the surgery. Punction done showed purulent liquid. It was deliberately decided upon not to remove the inlay and head. Jetlavage and a deep redon-drainage was carried out. Treatment with oral antibiotics with rifampicin. Surgical report for the revision surgery received dated 8th july 2013. Indication for surgery is infection and inflammatory reaction due to an endoprosthesis coupled with persistant wound secretion. The extraction of the femoral component (after removal of the proximal cement cuff) was not successful. Therefore, a small splitting of the femur was performed, to which the femoral component could be removed. Curettage and debridement was performed. Closure of the osteotomy with two titan-bands (nickelallergy). Granulation tissue was resected with an electrocauter and all inflamed and necrotic tissue was removed. Lavasept rinsing and jetlavage. Spacers implanted. Discharge report received post surgery dated (B)(6) 2013. History of patient provided. Patient had a girdlestone-situation of the left hip post joint-preserving revision surgery with head- and inlay replacement on the (B)(6) 2012 and post left hip-tep explantation with debridement and implantation of a bone cement spacer on the (B)(6) 2012. Patient had dvt on the left in (B)(6) 2012, triggered postoperatively. Patient noted as being of serious adiposity (125kg). Diabetes mellitus, type ii. Venous insufficiency. Chronic kidney insufficiency. Discharge report received post surgery on the (B)(6) 2013. Streptococcus dysgalactiae was tested positive. Additional surgical intervention noted being carried out on the (B)(6) 2013. Open revision surgery of the joints, rinsing, swab taken for tastes, expansion of the spacers. Patient placed in intensive care from the (B)(6) 2013. Transfusion for anemia done on the (B)(6) 2013. Prior to the surgery dated (B)(6) 2013, the patient experienced 5 days of relapsing chills. The patient had redness in the area of the left hip, coupled with pain. Inflammatory markers were elevated. Punction produced purulent liquid. Previous case of mrsa (methicillin-resistant staphylococcus aureus) was treated with vancomycin and rifampicin. Swabs taken intraoperatively on the(B)(6) 2013 however confirmed streptococcus dysgalactiae, which is why the revision surgery on the (B)(6) 2013 was carried out. Due to persistent elevated inflammatory markers there was an additional surgical intervention on the(B)(6) 2013. Mrsa-screening was conducted during inpatient stay, which came up as being negative. Patient was discharged from the hospital on the (B)(6) 2013. Leg length discrepancy of 2 cm noted upon discharge. Revitan clinical study adverse event report received. Adverse events of infection noted. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Sterilization certificate reviewed on: 19-mar-2020. The review showed that the devices were sterilized according to specification. Conclusion summary: it was reported that the patient was implanted on the left hip side with a revitan stem, biolox delta head, tm modular cup and trilogy longevity inlay on the (B)(6) 2013 and underwent surgical intervention on the (B)(6) 2013 and a revision surgery on the (B)(6) 2013 due to periprosthetic infection. The investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The gamma and eto sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot number has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this part or lot number. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. Nevertheless, an infection can have numerous root causes. Possible root causes include wrong handling of the device, wrong resterilization for sterile delivered parts or damage to the packaging during transportation. The primary surgical report dated 9th january 2013, whereby zimmer biomet devices were implanted was due to an already persisting case of infection. The patient additionally has a history of revision surgery due to mrse (methicillin-resistant staphylococcus aureus). The patient was implanted on the (B)(6) 2013 with a revitan stem despite having a nickel allergy. Additionally, the patient was informed of the significant risk of re-infection by the surgeon. Despite this risk, the patient wanted a re-implantation. Additional patient medical conditions include serious adiposity (125kg), diabetes mellitus typ ii, venous insufficiency and chronic kidney insufficiency. The surgical report dated 2nd july 2013 indicates surgery due to septic arthritis. The patient had signs of fever, tachycardia, chills, redness with swelling, elevated inflammatory markers and a punctuation revealing purulent liquid prior to the surgery. No implants were explanted. Swabs taken during the surgery confirmed streptococcus dysgalactiae. Surgical report for the revision surgery dated 8th july 2013 indicates surgery due to persistent infection and confirmation of streptococcus dysgalactiae. All implants were explanted and spacers were implanted. Additional surgical intervention was done on the (B)(6) 2013 due to persistent elevated inflammatory markers. Based on the available information, we were not able to identify an exact root cause for this issue. However, a contributing condition might be the fact that the patient has a history of infection. An additional contributing condition is the fact that the patient underwent numerous medical and surgical interventions during a short time-frame. Patient medical conditions such as those described above may also have been a contributing condition. Investigation of zimmer biomet inc., warsaw products is captured in (B)(4) (0001822565-2019-05186, 0001822565-2019-05187, 0001822565-2019-05188, 0001822565-2019-05189). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).